Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis after subsequent hospitalization for open heart surgery resulting in infection and sepsis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient was in the hospital, and it is unknown if the hospital staff was assisting the patient with pd treatments therefore increasing the chance for contamination. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient initially reported having been in the hospital and was septic. The patient was not sure if it was directly caused by dialysis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 to undergo open heart surgery (not related to dialysis). The patient developed an infection related to the surgery and subsequently became septic. During the hospitalization, the patient was additionally diagnosed with peritonitis (date unknown). No information pertaining to the peritonitis was available. The cause of the peritonitis is unknown. The peritonitis has since cleared. The patient remains hospitalized and continues to complete ccpd therapy. No further information was provided.